Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02228. Additional information was received stating surgical intervention took place where the lead was explanted and replaced to address the issue. During the procedure the remaining lead tail was locked in the ipg, thus the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: codes. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that. Patient was having ineffective therapy, and multiple attempts were made for reprogramming but were unsuccessful. An x-ray confirmed that both leads were twisted and partially disconnected from the ipg. Surgical intervention may take place at a future date to address the issue.